Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (<10 mg/dl) and 101 mg/dl. Strips are no longer available. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.